Manufacturer narrative:
Date of event: date of event was approximated to october 1, 2019 as the problems reportedly started around (B)(6) 2019. (B)(4). The bladder mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted into the patient during a procedure performed on (B)(6) 2018. According to the patient, the implanted bladder mesh has eroded through her vaginal wall in two places. Reportedly, the problems started back around (B)(6) 2019. The patient then has to undergo a second surgery to repair the damage. Boston scientific has been unable to obtain additional information regarding the event to date.